Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.